Event description:
A healthcare professional (hcp) reported that the device was used as normal for bone excision, but the tip of the bur was broken and became unusable. The event occurred during an ess procedure. The procedure was completed with the use of backup products. There was no delay and no patient impact. There was not any remaining damaged piece in the patient's body.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis: visually, the spiral wrap was expanded and broken approximately 3.97 inches from the distal end of the inner hub which would have resulted in the reported event. There was contaminant compacted onto the distal diamond grit tip. There was biological residue on the outer tube. There were striations on the inner shaft. Functional testing could not be performed due to the broken state of the device. Conclusion: in the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previous codes fdm b21, fdc d16, fdr c21 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Both the burs were broken during the same procedure while on use with the patient. No fragments were detached. The broken parts were contained in the handpiece that prevented the fragments from falling out and contacting the patient. No unanticipated medical interventions, procedures, or treatments were performed.